Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulty advancing and removing the device from the guide wire could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty advancing and removing the device from the guide wire. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional hi-torque command 14 device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the posterior tibial artery with 100% stenosis. The 2.5x200mm armada 14 balloon dilatation catheter (bdc) was being advanced on the command es guide wire when the armada became stuck on the wire and could not be simply removed from the command guide wire. The armada and the command guide wire had to be removed as a single unit. A new same size armada and command guide wire were used to complete the procedure. There was no adverse patient effect and there was no clinically significant delays in the procedure. No additional information was provided.